Event description:
It was reported that "tibia component loose. Revised to a cemented stem construct with duracon ts components."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device is in the patient's property and was not returned to the manufacturer. Additional information including x-rays and medical records was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.